Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 221mg/dl at the time of incident. The customer¿s current blood glucose value was 337mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The no harm requiring medical intervention was reported. The device will not be returned for analysis.